Event description:
It was reported that while the stimulation was turned on, and using an electric weeder, the patient experienced a shocking or jolting sensation. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).